Manufacturer narrative:
Product analysis: visual inspection revealed the ibt was returned with dried media in the balloon. The balloon had expanded and stuck in a snowman like shape. The dried media may have caused the balloon to inflate in a deformed way. Unable to determine root cause of the deformed balloon shape. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was a delay of less than 60 minutes as a result of this event. They just needed some minutes in addition to set up a new balloon.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with osteoporotic fracture; and underwent balloon kyphoplasty at t11 and then at l1. Intra-op, after the successful placement of the inflatable bone tamp (ibt) in the vertebral body (t11), high pressure (300 psi) was needed to inflate the balloon. But only the proximal part of the balloon inflated and no inflation occurred on the distal side of the balloon. After replacing the balloon with a new one, inflation of the balloon was normal on the proximal and distal side. The treatment of the vertebral body (t11) was successfully completed. There was a delay in procedure as a result of this event; but no patient complications were reported.